Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that when the coil was attempted to repositioned, the coil detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the main coil was protruding 22cm from the distal tip- of the returned microcatheter and was mechanically detached from the delivery wire as well. The delivery wire was returned tied up with multiple kinks and bends. During functional testing, the returned microcatheter was flushed and blood exited the distal tip. The coil was removed from the microcatheter when a 0.0158 patency mandrel was advanced through it. The coil in catheter functional test was not performed as the main coil was observed to be detached confirming the reported event. The device was confirmed to be in good condition prior to use. It is probable that the coil broke as a result of the repositioning of the coil three times as it was being retracted into the microcatheter. It is likely that procedural factors contributed to the reported and observed damages limiting the performance of the coil during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that when the coil was attempted to repositioned, the coil detached prematurely inside the microcatheter. The coil was retrieved along with the microcatheter. There were no reported clinical consequences to the patient.